Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient was revised for liner dissociation. Time to revision was 160 months. Components not revised: bch(r) total femoral head product ID : 38ch3800 lot ID: not indicated. Profemur(r) cocr neck product ID : phac12xx lot ID: not indicated. Additional information indication for surgery was osteoarthritis. Bmi: 23.